Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle, and then would power itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to an open lead on the digital pcb assembly. The customer received a replacement device and the returned device was archived by physio.

Event description:
The customer contacted physio-control to report that their device was unable to complete a boot cycle, and then would power itself off. There was no patient use associated with the reported event.